Event description:
Insertion site on the versaport cannula is flat. This design issue makes it difficult to insert instruments into the port single handedly and requires an assistant to steady the port and insert the tip of the instrument. During lap appendectomy encountered bleeding that required repeated insertions of a grasping instrument, suction irrigator and clip applier, all of which were more difficult due to this design flaw. End result was that bleeding control was made more difficult and took longer than it should have.